Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a malecot nephrostomy catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, a few days after the pcnl procedure, the drainage catheter was removed; however, the catheter broke inside the patient. It was noted that the patient had to undergo surgery with anesthesia to remove the device fragment. It is unknown on what type of surgery was performed and what device was used to remove the catheter. The patient's condition at the conclusion of the procedure was reported to be stable.